Event description:
Within the past six months, there were three episodes of the device turning off on its own for no reason. There was no known related accident or incident. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).